Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025 and re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient device was extruded and exposing the receiver/stimulator.